Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address suspected infection and probable hematoma. The surgeon is also requesting that we check to ensure that the tolerance between the head and poly is sufficient.